Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-09494. It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately calcified right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter and an anchor balloon was advanced for stent placement. There were two guide wires, one anchor balloon and a 6f guiding catheter was inserted prior to stenting. A 2.25 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, when the device was advanced inside the guiding catheter, a resistance was encountered. When the device was further advanced to the lesion, it got caught in the proximal rca. When the device was taken out from the patient's body, it was noted that the tip of the stent got lifted. The anchor balloon was also removed. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced through the guiding catheter without resistance. However, the device also got caught in the proximal rca and it was unable to cross the lesion. When the device was removed from the patient's body, the mid part of the stent got lifted. Since there were two wires in the coronary artery, one wire was removed as there was a possibility of entanglement. The procedure was completed with a different device. No patient compilations were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified stent damage. Strut segment 16-18 from the proximal end of the stent were damaged and pulled distally. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-09494. It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately calcified right coronary artery (rca). After a guide wire crossed the lesion, pre-dilatation was performed with a balloon catheter and an anchor balloon was advanced for stent placement. There were two guide wires, one anchor balloon and a 6f guiding catheter was inserted prior to stenting. A 2.25 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, when the device was advanced inside the guiding catheter, a resistance was encountered. When the device was further advanced to the lesion, it got caught in the proximal rca. When the device was taken out from the patient's body, it was noted that the tip of the stent got lifted. The anchor balloon was also removed. Subsequently, a 2.25 x 38 synergy¿ drug-eluting stent was advanced through the guiding catheter without resistance. However, the device also got caught in the proximal rca and it was unable to cross the lesion. When the device was removed from the patient's body, the mid part of the stent got lifted. Since there were two wires in the coronary artery, one wire was removed as there was a possibility of entanglement. The procedure was completed with a different device. No patient compilations were reported and the patient's status was stable.